Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is likely the power outage contributed to the reported issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center did not recognize the endoscopy equipment. There was a power outage, and when it restored there was a burst. There was no patient harm associated with the event. Patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. There was found to be a damaged connector due to wear and tear, the lamp connection cable was altered by a third party, the source board was damaged due to possible power outage and altered by a third party, and a board failure and the lamp was burned due to a possible power outage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.